Event description:
The customer reported that they responded to a cardiac arrest call. The crew indicated that the set of electrodes (kimberly clark brand) failed to detect the patient. The crew then used a second set of electrodes, and they functioned properly; however, according to the reporter, there was still a delay on therapy greater than 30 seconds before the new pads could be applied. The patient status is unknown at this time.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.